Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose and sensor glucose readings are far off. Customer stated that it can be up to 20% but his is greater. Customer stated that he changed the sensor yesterday. Customer's sensor glucose was 46 mg/dl and his blood glucose was 100 mg/dl. Customer stated that his blood glucose was actually 46 mg/dl and his sensor was reading 90 mg/dl. Customer stated that the pump alarmed meter blood glucose. Customer stated that his current blood glucose is 145 mg/dl and his sensor glucose reading is 188 mg/dl.